Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are mni, mnh, kwp, and kwq. This report is for two (2) ti clickx locking caps for ti 3-d head. (B)(4). Part number 498.570, lot number 3664547, quantity 3; part number 498.570, lot number l055933, quantity 1; part number 498.570, lot number l055934, quantity 1; part number 498.570, lot number 3636927, quantity 1; part number 498.570, lot number 3619172, quantity 1; part number 498.570, lot number 3611887, quantity 1. It is unknown if the initial date of implant was (B)(6) 2011 or (B)(6) 2016. (B)(6). (B)(4). The subject devices have been received and are currently undergoing investigation. As previously stated, it is unknown which of the received devices was reportedly loose. The results are pending completion. A device history records review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to the postoperative migration of two (2) unknown click'x pedicle screws resulting in the migration of the associated rods and patient pain. During the revision surgery, the surgeon checked the click'x locking caps and found two (2) of the locking caps to be loose. One (1) rod and eight (8) click'x locking caps were explanted and replaced. The patient was initially implanted with spine devices on (B)(6) 2011, and with additional devices on (B)(6) 2016 (see related complaint (B)(4)). It is unknown on what date the complaint screws, rod, and locking caps were implanted. On (B)(6) 2016, the patient returned to the clinic with complaints of pain. X-rays were taken and the migration of the implants was discovered. Concomitant devices: implanted (B)(6) 2011: two (2) 498.142, 6.0mm ti curved soft rod 75mm, lot unknown; two (2) 498.503, 7.0mm ti click'x¿edicle scr dual core 40mm thread length, lot unknown; two (2) 498.563, 6.2mm ti click'x¿edicle scr dual core 45mm thread length, lot unknown; six (6) 498.570 ti click'x¿ocking cap for ti 3-d head, lot unknown; four (4) 498.571 ti 3-d head for ti click'x¿crews, lot unknown; two (2) 498.988 6.2mm ti click'x¿edicle scr preassembled 40mm thrd length, lot unknown; one (1) chronos beta-tcp granules 1.4-2.8mm/10cc-sterile, lot unknown. Implanted (B)(6) 2016: two (2) 498.997 6.2mm ti click'x¿edicle scr preassembled 40mm, lot unknown; two (2) 498.990 6.2mm ti click'x¿edicle scr preassembled 50mm thrd, lot unknown; two (2) 498.143 6.0mm ti curved soft rod 85mm, lot unknown; three (3) 498.570 ti click'x¿ocking cap for ti 3-d head, lot unknown; one (1) 498.152 6.0mm ti soft rod 100mm, lot unknown; one (1) chronos beta-tcp granules 1.4-2.8mm/10cc-sterile, lot unknown. This report is for two (2) ti click'x¿ocking caps for ti 3-d head. Report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the lot numbers of the returned devices. Part# 498.570 / lot# 3664547, manufacturing location: (B)(4), manufacturing date: 04. Jan. 2011. Part# 498.570 / lot# 3636927, manufacturing location: (B)(4), manufacturing date: 03. Dec. 2010. Part# 498.570 / lot# 3619172, manufacturing location: (B)(4), manufacturing date: 16. Nov. 2010. Part# 498.570 / lot# 3611887, manufacturing location: (B)(4), manufacturing date: 09. Nov.2010, part# 498.570 / lot# l055933, manufacturing location: (B)(4), manufacturing date: 04. July 2016. Part# 498.570 / lot# l055934, manufacturing location: (B)(4), manufacturing date: 04. July 2016. For all listed items no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed for the subject devices. Parts not received in the original packaging. The investigation has shown that some post production damages on the items are visible. The returned parts were re-inspected for all features pertinent to the complaint condition. The measurable features inspected are conforming from a manufacturing perspective. For some items (lot l055934, 3636927, 3611887) the thread functional check was not possible due to the post production damage but the inspection of the relevant thread features confirmed that the thread is according specification. All relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items. The review of the production history revealed that these items were manufactured according to the specification. No material related issue was found. No manufacturing related issue was identified. No indication for material or design related issue. An exact root cause cannot be determined. All listed concomitant devices were not returned therefore no investigation could be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.